Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of over 780 mg/dl and blood glucose value at the time of incident was 563 mg/dl and treated it with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had symptoms like nausea and vomiting. The customer was treated with insulin drip. Customer did not alleged that insulin pump was under delivering. Customer also reported that the cannula was bent. The insulin pump will not be returned for analysis.